Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon information received and the investigation performed, the root cause of the reported sealant misdeployment could not be conclusively determined. However, it was reported that there may not have been adequate tension on the balloon during sealant advancement which could have led to intravascular deployment. The mynx instructions for use (IFU) states: "while lightly holding the device handle to maintain adequate tension on the balloon catheter (to ensure the balloon is abutting the arteriotomy)...detach shuttle and advance until resistance against the balloon is felt." In addition, it was reported that during surgical procedure calcification was noted. Per the mynx IFU, "confirm evidence of adequate flow and absence of significant pvd in vicinity of puncture via femoral angiogram prior to mynx use." Additionally, without source documents or the material to perform chemical analysis of the composition, the reported clot that was assessed by the physician to be sealant could not be confirmed. The review of the lhr (lot f0934401) indicated that the mynx device met all performance specifications upon shipment.

Event description:
It was reported to the aci sales professional that a male patient underwent a coronary diagnostic procedure on (B) (6) 2010. Following the procedure, the physician chose the mynx for femoral arterial closure. It was reported that the deployer, trained to the mynx, prepped and deployed the device per the instructions for use however, they may not have had adequate tension on the balloon during sealant advancement which could have led to intravascular deployment. On (B) (6) 2010, the patient returned to the doctor's office and presented with pain in the groin. He was ambulating well however it was reported that there was an absence of pedal pulse. The doctor referred the patient to an interventional cardiologist at another hospital who placed a port in the patient's common femoral artery (cfa) to run tpa (tissue plasminogen activator) in an attempt to dissolve a clot which was not immediately assessed to be sealant. The tpa failed and patient went to surgery. During surgical procedure, calcification was noted at the cfa along with what they assessed to be the sealant. The patient tolerated the surgery well and was discharged the following day with no further sequela.